Event description:
Left total hip arthroplasty perfomred in 1998. Revision performed 01/2001, due to dislocations and pain. Acetabular shell component was found to be loose and was replaced along with the liner component.